Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while the alleged out of range issue was verified in the pump logs; however, no failure was identified.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Additionally, it was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. There was no adverse impact to the customer¿s blood glucose value. Reportedly, customer continued using pump for insulin therapy.